Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm, and a cartridge alarm occurred. The customers blood glucose level was 500 mg/dl. The customer reverted to using a backup insulin pump.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 15 - datalog - 0x215a issue was verified, but the cartridge alarm 16-undefined issue could not be verified. The information will be used for tracking and trending purposes.